Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a communication issue with the freestyle librelink application. The customer reported that his wife was unable to reactivate the librelink app with his mobile device and was therefore unable to obtain low glucose alarms. As a result, the customer experienced symptoms of sweating, nausea, spasms, seizure, and loss of consciousness. After regaining consciousness, the customer was treated with glucagon and oral sugar provided by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported that they are unable to receive notifications in freestyle librelinkup. Attempts to replicate the users compaint using a similar configuration was performed and notifications were received after scanning a sensor. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a communication issue with the freestyle librelink application. The customer reported that his wife was unable to reactivate the librelink app with his mobile device and was therefore unable to obtain low glucose alarms. As a result, the customer experienced symptoms of sweating, nausea, spasms, seizure, and loss of consciousness. After regaining consciousness, the customer was treated with glucagon and oral sugar provided by his wife. There was no report of death or permanent impairment associated with this event.